Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer's blood glucose level was 72 mg/dl. The customer reported that the act button was not responding. The customer also mention that the insulin pump had a blank display and then it received unexpected restart alarm which they were able to clear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unlocked lcd keypad connector. Unit received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected restart alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).